Event description:
New information received stated that the patient presented in clinic for a routine follow up on (B)(6) 2020 and the device was able to be interrogated normally using inductive telemetry. The clinician elected to not use radio frequency telemetry and continue to monitor the patient regularly in clinic until the device reaches normal battery depletion. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to send transmission of data from the implantable cardioverter defibrillator. The remote transmission was unsuccessful and it was suspected that the device may have a radio frequency telemetry issue. There were no reported adverse consequences to the patient.